Event description:
Caller reported that insulin gauge displayed an amount different than expected on multiple occasions starting (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. Customer completed necessary steps to address the issue, reloaded the same cartridge with assistance from technical support, and subsequently successfully loaded a new cartridge to resume insulin delivery, requiring no further action from technical support.